Event description:
It was reported that when the patient ¿bent a certain way or lifted her arms up or picks something that she is not supposed to be¿ that patient experienced a shocking or jolting sensation. It was noted that the patient had just gotten used to it. It was noted that the patient had fallen a few times. It was noted that the patient fell within the first week of getting implantable neurostimulator (ins). It was noted that the patient was sitting at the table ¿about one hour¿ after her fall and moved a certain way and ¿it shock an electric jolt up to her boob.¿ it was noted that the patient went to health care professional (hcp) and determined that the patient had dislodged her lead. It was noted that the patient had to get the lead revised.

Event description:
Additional information received reported that the patient was last seen in the doctor¿s office about three and a half weeks ago and there was no mention of a problem.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).